Event description:
The customer reported a blank display and constant tone after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to a corroded electronic assembly. The insulin pump had corroded keypad traces and motor assembly. The insulin pump also had a scratched liquid crystal display window.